Event description:
Patient contacted dexcom technical support on (B)(6) 2013, to report that on (B)(6) 2013, she does not recall hearing cgm's alerts while asleep at night. Patient awoke at 4 am, got out of bed, fell and lost consciousness. Patient's family called paramedics who treated patient with glucose and transported her to the hospital. Patient's bg was measured at 35 mg/dl while her cgm was reading 55 mg/dl. Patient's cgm's audible and vibratory alerts were tested successfully while patient was on the phone with dexcom technical support. At the time of her call to dexcom technical support, patient was feeling better.